Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was unpacked for a procedure performed on an unknown date. According to the complainant, while unpacking, it was noticed that the tip of the device was bent. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block e1: initial reporter address: 2-chome-1-5 (B)(6). Block h6: problem code 2981 for the reportable issue of tip bent. Block h10: investigation results: a visual examination of the returned complaint device found the tip kinked. No damage found on the catheter of the device. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated during the preparation, and excessive manipulation of the device without enough care during the unpackaging, preparation, and/or removing the device from packaging. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. Initial reporter address: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was unpacked for a procedure performed on an unknown date. According to the complainant, while unpacking, it was noticed that the tip of the device was bent. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.